Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. In addition, it was reported that the pump touch screen was unresponsive. At the time of the report with tandem technical support the touch screen functioned as intended; therefore customer continued to use the pump for insulin therapy. The customer's blood glucose was 237-360 mg/dl.